Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the guide wire unraveled. The physician inserted a guide wire into the pt. The physician used a fiber optic bronchoscope into the pt. At some time during the procedure, the guide wire unraveled. The physician was able to successfully remove the guide wire from the pt. Pt is reported to be fine.